Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was very active and felt the device too much; the device was painful at the implant site. The patient was reprogrammed, and the device was explanted. The issue was reported to be resolved at the time of the report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis concluded the stim ins (B)(4) had no anomalies found. Analysis concluded the stim lead (B)(4) body conductor was broken at or near the tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.